Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the autotome rx 44 was inserted into the ampulla. The device was bowed halfway and when the device was energized to perform sphincterotomy, "the cutwire snapped" and caused hematoma. It was reported that the cutting wire anchor dislodged and no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no interventions performed to address the hematoma but the patient was admitted and was observed overnight. The patient was expected to fully recover.

Manufacturer narrative:
Block h6: patient code e0505 captures the reportable event of hematoma. Impact code f08 captures the reportable event of patient's hospitalization for surveillance overnight. Medical device problem code a051201 captures the reportable event of cutting wire anchor dislodged. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken, blackened and kinked. The device was observed under magnification and the cutting wire was blackened, and it broke from the the proximal pierced hole. The cutting wire was kinked. The working length was also bent/kinked near the proximal pierced hole. No other problems with the device were noted. The reported event of wire anchor dislodged was not confirmed; however, upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity, which can cause a premature cutting wire fatigue, leading to a break. Additionally, a kink or bend in the cutting wire can lead to a break. The working length was also bent. This could have been caused by operational factors such as the removal of the device from the scope or the way in which the device was handled during procedure. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Additionally, the reported hematoma is listed in the instructions for use (IFU) as a potential complication and is a known inherent risk of the device. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on march 16, 2022. During the procedure, the autotome rx 44 was inserted into the ampulla. The device was bowed halfway and when the device was energized to perform sphincterotomy, "the cutwire snapped" and caused hematoma. It was reported that the cutting wire anchor dislodged and no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no interventions performed to address the hematoma but the patient was admitted and was observed overnight. The patient was expected to fully recover.